Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, there was damage to the shroud. The customer changed cartridge to address the issue. Customer's blood glucose was approximately 133 mg/dl.